Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient wanted to know how to adjust the settings because over the last week they were feeling the stimulation very strongly and it is over stimulating the urethra and causing really bad pain. It has been a while since they have had to decrease the stimulation. Walked caller through how to connect the patient programmer to the stimulator. Patient tried with and without the antenna and got poor communication. Patient said last time the gynecologist's checked the stimulator it had 9 years left on the battery. Patient said she knows it is still working because she can feel the stimulation. The issue was not resolved through troubleshooting. Patient doesn't currently have a managing doctor because she moved. The patient wants to try replacing the patient programmer first, so repair sent a replacement.